Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0fp3q, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer's representative that the battery was shutting off. In the month of (B)(6) 2015, she had 2-3 episodes of battery shutting off by itself while she was at work. She also reports one time while on vacation in september. The patient had no issues in the past week. The patient was currently getting 70% relief from the device. It was unknown what led to the event/how the issue was identified. Regarding troubleshooting, xrays where taken, impedances and battery life where evaluated and found to be within normal limits. The patient was retrained on use of programmer and advised to monitor symptoms and device. Surgical intervention had not occurred; it was unknown if surgical intervention was planned. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.